Event description:
I was put into an MRI (magnetic resonance imaging) machine with a covid mask (blue surgical) that contained magnetic metal in the nose bridge. I experienced an electrical storm around my face, my eyelids were being pulled upwards, and an intense loud buzzing inside of my skull. When I alerted the technician to what I was experiencing, she took off the facemask and the electrical storm and buzzing did not continue. After the incident I experienced confusion, light-sensitivity, difficulty opening my eyelids completely, tinnitus, floaters, severe headaches, visual static.